Event description:
It was reported that the right ventricular lead exhibited noise. A lead insulation anomaly was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.